Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump passed the stop current and run current tests. Analysis was unable to perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. (B)(4).

Event description:
The insulin pump wanted to be replaced. The insulin pump was returned for analysis.